Manufacturer narrative:
Continuation of d10: product ID: tm91d0, serial#: (B)(6), product ID: tm91d0, serial#: (B)(6), implanted: (B)(6) 2024, product ID: a620, serial#: unknown, product type: software, product ID: hh90d01, serial#: (B)(6), product type: mobile platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that the communicator battery doesn't hold a charge. Patient stated, they charged communicator up 10 days ago. And it was empty, when they went to use it last night. Patient clarified, communicator wasn't totally empty, but was at 20% in 10 days. Patient stated, when charged communicator fully last night, they left it on for quite a while. And when they came back, it was fully charged, but stated, it is only at 90% now. Patient stated, they know in 10 days, it will be dead. Patient confirmed, they turn communicator off when they are done using it. Patient stated, they thought they had to scan communicator code, but then stated, they found that wouldn't work anyways. As they found out, you had to have a "certain kind, the round kind", that was called a charger. Patient confirmed, they were using the dbs therapy app. Agent was unable to hear patient at this point of the call. Patient, also reported, handset takes a long time to turn on. And stated, when trying to charge handset, there is a yellow triangle above where charging cord is plugged into handset. An email was sent to the repair department to replace communicator and handset. Additional info received, from the patient. They had received, the replacement handset and communicator and tried setting it up last night, but they couldn't get the ins to link with the handset. Agent discovered, that this was, because the patient was holding the communicator over the handset instead of the ins. The patient confirmed, the ins linked to the handset once they placed the communicator over the ins. The patient mentioned, that they set up a pin for the new handset. And asked, how to remove the pin. Agent reviewed requested information. The patient removed the pin and switched the screen lock type back to 'swipe'. The patient did not require further assistance. Additional info received, from patient. That since, getting equipment with new ins in september, the equipment does not work as well. Patient states, receiving new handset and communicator about a month ago. Had it connected once. They mentioned, that the communicator button is stiff. Patient states ,trying several times before calling to connect the handset and communicator, but keeps getting communicator not found. Pss instructed, patient to power off/on handset and communicator and reset communicator again. This resolved the issue. They also mentioned, sometime after implant in september, they wanted to try turning off therapy. And when they did, that it felt like they were getting electrocuted, so they turned therapy back on.